Event description:
The customer called to report that they were admitted to the hospital for high bgs. Troubleshooting was correct. The parameters on the pump were correct. The pump passed the functional testing.